Manufacturer narrative:
H6: previously applied d16 code has been updated to d20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The m5 straightshot was operated in oscillating mode using a tricut blade, with the rpm set to the default value of 5100 rpm, which exceeds the recommended default value for oscillating mode as specified in the IFU. The user reported that the unit functioned properly for a short time before the motor stopped oscillating. Following this, the handpiece began vibrating, but no active cutting occurred. Technical support (ts) recommended reducing the rpm to less than 5000 rpm; however, the handpiece continued to vibrate without functioning caused the blades to vibrate. The user attempted troubleshooting by swapping the m5 handpiece, ipc, footswitch, and blade, but the issue persisted. The original handpiece was then connected to a third ipc, where it briefly operated at 5000 rpm before stopping again. The issue caused a delay of less than one hour, and there was no patient impact.